Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during central processing, the conductor wire was noted to be broken on the fenestrated bipolar forceps instrument. There was no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was completed robotically using the da vinci system. The damage on the instrument was discovered during cleaning/sterile processing after the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and found that failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley at the distal end. The conductor wire was broken at the grip-crimp location. The internal wire was exposed as a result from the test. No signs of thermal damage were observed. The instrument failed the electrical continuity test. Additionally, the instrument was found to have scratch marks/abrasions on the edge of the bipolar yaw pulley. The scratch marks/abrasions were found on both side of the bipolar yaw pulley.

Event description:
Refer to h10/h11 for follow-up information.